Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 500 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.